Manufacturer narrative:
H11: additional information was received indicating that the customer issue involved only a single device. Based on this clarification, the complaint record was reassessed for MDR reportability and determined to be no longer reportable, as this record had been opened for a second affected device. However, since an initial MDR had already been submitted, the complaint file will remain classified as a malfunction. G2, g3. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a biopsy procedure using the maxcore device. During the procedure, the biopsy device allegedly discharged twice on its own while the procedure. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a followup report will be submitted as applicable. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a biopsy procedure using the maxcore device. During the procedure, the biopsy device allegedly discharged twice on its own while the procedure. The current status of the patient is unknown.